Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspected device for evaluation.

Event description:
The customer reported while using the vela ventilator; the touchscreen does not respond to touch. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr went on-site to evaluate the suspect device. The fsr checked the event log and did not see the ventilator being turned on during the customer's reported occurrence date (B)(6) 2018. The fsr ran the ventilator for 2.5 hours on a test lung and reported all buttons on the screen work. The fsr reported touch functions all work correctly as no device problem was detected.